Event description:
It was reported that a liner tear occurred. Procedure summary: during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach. The moderately calcified native aortic annulus measured 22.5mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 20mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. Commissural alignment technique was performed. The acurate neo2 tf ds was advanced and the acurate neo2 valve was released at the intended location. A paravalvular leak was identified and post-dilatation bav was performed with one (1) inflation of a 25mm non-bsc balloon catheter which resolved the paravalvular leak. Event summary: at the conclusion of the procedure, resistance was encountered when removing the acurate neo2 tf ds through the 14f isleeve introducer sheath. Upon removal it was noted that the acruate neo2 tf ds had been overly closed and the outer member of the acurate neo2 tf ds was buckled. The 14f isleeve introducer sheath was removed from the patient and it was observed that a liner tear of the 14f isleeve introducer sheath had occurred. Patient status: no patient complications were reported.

Manufacturer narrative:
Media analysis: procedural angiographic media was provided to assist in the investigation and was reviewed by a bsc quality engineer. The media showed a three (3) cusp view with evident parallax as the coronary cusps were not in coplanar alignment. Pre-dilatation was performed with no visible waist on the expanded balloon aortic valvuloplasty (bav) balloon catheter. Contrast showed the initial positioning and repositioning of the acurate neo2 valve with a final forward movement. The acurate neo2 valve was fully deployed with a visible leak. Post-dilatation was shown with full inflation of the bav balloon catheter. Contrast showed little to no leak visible through the acurate neo2 valve. The acurate neo2 tf ds was retracted through the femoral artery. Contrast showed the 14f isleeve introducer sheath in place. Media showed the removal of the 14f isleeve introducer sheath. Contrast showed blood flow through the femoral arteries following removal. The provided procedural angiographic media was consistent with the reported event.

Event description:
It was reported that a liner tear occurred. Procedure summary during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach. The moderately calcified native aortic annulus measured 22.5mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 20mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. Commissural alignment technique was performed. The acurate neo2 tf ds was advanced and the acurate neo2 valve was released at the intended location. A paravalvular leak was identified and post-dilatation bav was performed with one (1) inflation of a 25mm non-bsc balloon catheter which resolved the paravalvular leak. Event summary at the conclusion of the procedure, resistance was encountered when removing the acurate neo2 tf ds through the 14f isleeve introducer sheath. Upon removal it was noted that the acruate neo2 tf ds had been overly closed and the outer member of the acurate neo2 tf ds was buckled. The 14f isleeve introducer sheath was removed from the patient and it was observed that a liner tear of the 14f isleeve introducer sheath had occurred. Patient status no patient complications were reported.